Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two pieces measuring 26.0cm and 21.5cm. Final analysis found external insulation abrasion was noted at 40.7cm ¿ 41.7cm from the connector pin consistent with lead friction to another device or feature of the heart.

Event description:
This event is to advise of an event observed during analysis.